Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) observation, the independent laboratory test results, the device evaluation, and the legal manufacturer¿s investigation. An olympus endoscopy support specialist (ess) visited the customer to perform an observation of the reprocessing techniques. Site reprocessing staff member was audited on aug 26, 2021. No reprocessing procedure deviations were observed. The device was sent to an independent laboratory for destructive culturing and sampling. Destructive inspection and sampling were initiated on august 18, 2021. Because the jig used to remove the arm cover was deemed to be ineffective during a prior inspection, disassembly was halted until the appropriate replacement tools could be shipped from japan. Destructive inspection and sampling were resumed on august 30, 2021. All sixteen (16) required scope sampling points were ultimately sampled. No organisms were recovered from the scope during destructive sampling. No damage to the scope was observed on any of the fourteen (14) inspection areas during destructive inspection. No cracks, scuffing, or chips were observed. A borescope inspection after destructive sampling identified a residue, black spots, and debris, in the instrument channel. No residue or debris was observed in any of the other thirteen (13) of fourteen (14) areas of inspection. The device was returned to an olympus for evaluation after culturing and sampling. The plastic distal end cover was missing the c-ring holder. The nozzle was missing. The bending section cover was half cut and missing. The scope leak check was unable to be performed due to the missing bending section cover. The plastic distal end cover insulation was unable to be checked due to the missing c-ring holder. The k-lever and forceps elevator, guide wire tension test, and catheter test were unable to be performed due to a missing l-arm/forceps riser. The air/water was unable to be checked due to the missing nozzle. The legal manufacturer performed an investigation. Clostridium sordellii is an anaerobic gastrointestinal organism. Micrococcus luteus was isolated from the automated endoscope reprocessor (aer) rinse water. No reprocessing deviations were observed. No sampling procedure deviations were observed. No damage was observed during destructive inspection. Destructive sampling did not result in any growth. Inquiry revealed time between scope removal from the patient and aer cycle start time was less than one (1) hour, which indicated that manual cleaning was performed within one (1) hour of scope removal from patient in accordance with the instructions for use (IFU). In addition, at study onset in june, the reprocessing technicians at site three (3) were initially hesitant to ready the evis exera iii duodenovideoscopes for procedures. In early july, all site three (3) reprocessing staff members were retrained on how to clean the evis exera iii duodenovideoscope. Since that additional round of training, there has been no hesitation to use/clean the scopes. Environmental sampling and monitoring were performed as part of the post market clinical study 522. The provisional root cause was potentially insufficient reprocessing, probably contamination from final rinse water during high-level disinfecting.

Manufacturer narrative:
This report is being supplemented to provide additional information from the legal manufacturer's investigation. H6 - added codes for type of investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The following information is stated in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus as it was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for organisms. A therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The channel tested positive for two (2) cfus of clostridium sordellii. The channel also tested positive for nine (9) cfus of cellulosimicrobium species and one (1) cfu micrococcus species in addition to three (3) cfus of low concern organisms. The distal end tested positive for one (1) cfu of corynebacterium species in addition to twenty-nine (29) cfus of low concern organisms. No patient harm reported.